Event description:
It was initially reported that the device cut the patient. The issue was discovered during the surgical procedure where it was observed the device wasn't taking the graft properly. There was no information provided to determine if an alternate device was used to complete the surgery or if there was any delay to the procedure. No further information was provided regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.